Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was an electrically leaky capacitor, designator c76, on the digital pcb assembly.  The leaky capacitor would drain 350 ua of current to ground, which depleted the internal hybrid layer capacitor (hlc) batteries of the device, however, the device would power on, charge and shock, during testing.  The device was opened and an inspection performed, however no additional discrepancies were observed. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator.  There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.